Event description:
It was reported that during a da vinci-assisted left wedge to completion lobectomy surgical procedure, the sureform 45 curved tip stapler instrument stapled the pulmonary artery (pa) with a white sureform 45 reload, the staple line bled. Using the sureform 45 curved-tip stapler, the stapler firing sequence was initiated on the pulmonary artery (pa). The stapler clamped, fired and cut with no errors. As soon as the surgeon unclamped the stapler, there was a hole in the staple line that caused bleeding. A cadiere forceps instrument was used to grasp the pa to stop the bleeding; the procedure was converted to open. Using a handheld right angle instrument to grasp the pa, the instrument release key was then used to release the cadiere forceps instrument. To resolve the bleeding, the surgeon used a 3-0 prolene suture with a pledget to over sew the hole. The estimated blood loss was approximately 950mls and the patient did not require a transfusion of blood products. The procedure was completed, there were no post-operative complications; the patient needed additional hospitalization but was due to patient related issues with anxiety.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A stapler log review shows a sureform 45 stapler instrument was installed on the system 12 times and fired 11 reloads (7 green, 3 blue, 1 white, in that order). On installs 1, 5, 6, and 8-12, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 2, the user made 3 incomplete clamp attempts. The fourth clamp was successful, and the firing was completed with no pauses for compression. On install 3, no clamping or firing was attempted. On install 4, the first two clamps were incomplete. The third clamp was successful, and the firing was completed with no pauses for compression. On install 7, the first clamp was incomplete. The second clamp was successful, and the firing was completed with no pauses for compression. After the 11th firing, the instrument was removed and not used again in the procedure intuitive surgical inc. (Isi) received the sureform 45 curved-tip stapler instrument associated with this complaint. The instrument was fully functional. There was no problem detected.